Manufacturer narrative:
A review of the lot history record, 129136, for the device did not reveal any non-conformances to specification or deviations in procedure. The device met the m6-c product specifications including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, the device was likely functional at the time of removal, as reported. However, due to the extent of the damage to the fiber construct and with no radiographs, core, or sheath, this could not be confirmed through inspection.

Event description:
Information provided states that patient had m6-c implanted at c4/5 and 2 level fusion at c5/6 - c6/7 at unknown time. M6-c was explanted due to facet arthropthy and a fusion was performed.

Manufacturer narrative:
A review of the lot history record, 129136, for the device did not reveal any non-conformances to specification or deviations in procedure. The device met the m6-c product specifications including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified.

Event description:
Information provided states that patient had m6-c implanted at c4/5 and 2 level fusion at c5/6 - c6/7 at unknown time. M6-c was explanted due to facet arthropthy and a fusion was performed.